Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? According to the feedback of the sales, it is unobtainable. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a wound care procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the patient came to our clinic for treatment at 14:00 due to "the skin of left knee joint was cut by a knife". Examination found that a wound of about 4 * 1.5 cm was seen on the left knee joint. After debridement, the wound was sutured. When the suture was knotted, the suture broke. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? According to the feedback of the sales, it is unobtainable. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a wound care procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the patient came to our clinic for treatment at 14:00 due to "the skin of left knee joint was cut by a knife". Examination found that a wound of about 4 * 1.5 cm was seen on the left knee joint. After debridement, the wound was sutured. When the suture was knotted, the suture broke. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.